Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of avx thrombectomy system with no other devices. There was blood in the device. The pump, shaft, and tip were microscopically examined and there were no damage or irregularities. A functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. During the procedure, a "check saline supply" error message displayed after about 20 seconds of aspiration. 4-5 attempts were made to clear the error and a prompt to replace the catheter appeared. The catheter was replaced and the procedure was completed. There were no patient complications.